Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a vitrector stopped cutting during vitrectomy surgery. The surgery was completed on the same day after replacing the vitrector with another one. There was no patient impact.

Manufacturer narrative:
One opened 25+,20k hyper vit probe, was received without tip protector, in a bag for the report. The sample was visually inspected and was found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore vitrector stopped working suddenly as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.